Manufacturer narrative:
Other, other text: one device was returned for investigation. Device had a cracked water tank and the quick connect was corroded. Water was put in the tank and device was tested where customer complaint was confirmed. Device was overheating quickly. This was due to the pump not circulating water properly. The pump was replaced to resolve the issue. Manufacturing device history review was not done as the device was beyond a year from the manufacturing date. Service history review identified this device had not been in for service previously.

Event description:
It was reported that the unit was overheating. No patient harm or involvement was reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection: crack in the water tank cover, quick connect was corroded, inside the device was a "non-OEM oetiker" clamp on the tube to the pump. Functional test: put water into water tank, attached temperature check, plugged line cord into outlet and turned device on. The device started to over temp quickly confirming the complaint. A root cause was a failed water pump not recirculating water. It is unknown what caused the failure. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken: replaced pump, quick connect fitting, water tank cover. Performed preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.